Event description:
The covidien customer support engineer (cse) reported that an 840 ventilator stopped cycling. There was no pt involved. The cse inspected the device and replaced the analog interface pcb. The unit passed extended self-testing.